Manufacturer narrative:
The insulin pump passed displacement test. The device had intermittent motor error alarms during rewind due to motor oil on motor home switch noted. The device had intermittent button response on the down arrow button due to flattened dome switch. The device also had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump are not working while customer was attempting to bolus. Customer's blood glucose was 185 mg/dl. The customer was advised the device needed to be replaced and agreed to return it for analysis.